Event description:
It was reported during an orbital atherectomy procedure of the popliteal artery, the viperwire advance guide wire tip fractured in the distal peroneal artery and remained in the vessel after ten treatments. The flow to the peroneal artery was not affected, however, the physician completed the procedure with balloon angioplasty of the anterior tibial artery to ensure additional flow. Approximately three centimeters of the distal radiopaque tip of the wire was left in-vivo. The patient was in stable condition.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted once the investigation is complete. Csi ID: (B)(4).

Manufacturer narrative:
The viperwire guide wire was returned for analysis. A fracture was observed near the distal end of the guide wire. Scanning electron microscopy (sem) analysis showed evidence of fatigue. The root cause of the fracture was unable to be conclusively determined. The material inspection review for guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).